Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a lightning aspiration tubing (lightning), an indigo system cat12 aspiration catheter (cat12), a non-penumbra diagnostic catheter, a non-penumbra sheath, and glidewire. During the procedure, the physician was able to advance the diagnostic catheter over the glidewire and into the target vessel. Afterwards, while attempting to make the first pass, the physician was unable to advance the cat12 over a glidewire and into the target location. Therefore, the cat12 and lightning were removed. The procedure was completed using a non-penumbra endovascular system. There was no adverse effect to the patient.